Manufacturer narrative:
(B)(4). The complaint hc550 respiratory humidifier is currently en route to fisher & paykel healthcare (f&p) (B)(4). We will provide a follow up report upon completion of investigation.

Event description:
A healthcare facility in (B)(6) reported that an hc550 respiratory humidifier did not generate audible alarm. There was no reported patient consequences.

Manufacturer narrative:
(B)(4). Method: the complaint hc550 respiratory humidifier was returned to fisher & paykel healthcare (f&p) in new zealand for investigation, where it was visually inspected and electrically evaluated. Results: visual inspection revealed no signs of impact damage. Performance testing revealed that the audible alarm was heard. Conclusion: we are unable to determine what caused the reported event as no fault was found with the device. The hc550 is equipped with visual alarm indicators in addition to the audible alarm.

Event description:
A healthcare facility in texas reported that an hc550 respiratory humidifier did not generate audible alarm. There was no reported patient consequences.